Event description:
During in clinic follow up, high "out of range" pacing impedance was observed on the right atrial (ra) lead. Ra lead damage was suspected but not confirmed. No intervention has been performed. The patient was stable.